Event description:
During preventive maintenance, the field service engineer reported a failure to discharge in testing.

Manufacturer narrative:
(B)(4): during preventive maintenance, the field service engineer reported a failure to discharge in testing. The field service engineer verified the failure, and localized the issue to the external paddle set. The external paddle set was replaced to resolve the issue. The device passed all testing and was placed back into service. This was a malfunction of the external paddle set.